Manufacturer narrative:
(B)(4). Additional information requested and received: what color cartridges were used throughout surgical procedure? Black and green. Was buttressing material used? Seamguard. Does the surgeon wait 15 seconds prior to firing? Yes. Does the surgeon pulse fire or use one complete firing stroke? Both methods. Were there malformed staples in initial procedure? If so, how were they addressed? Yes. Surgeon used a clip applier. What intervention was performed to address leak? Unknown. Why does the surgeon believe malformed staples resulted in post-op leak? Due to malformed staple formation. What is the current patient status? In hospital.

Event description:
It was reported that post-operative after a sleeve gastrectomy the patient was readmitted to the hospital for a leak caused by malformed staples. How the leak was address is unknown. It is also unknown how long after the initial procedure the leak occurred. The patient was treated with antibiotics and nutritional support. The patient also required an irrigation drain to drain off the infection. The patient current condition is unknown.